Manufacturer narrative:
Unit had unresponsive buttons due to flattened act, up, and down arrow buttons dome switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to unresponsive buttons. Unit had cracked reservoir tube lip. (B)(4).

Event description:
The customer's health care provider reported via phone call that the insulin pump's act, up, and down arrow buttons were unresponsive. Customer's blood glucose level was not reported. She experienced high blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.